Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3 - other: device has not been returned to date. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. One photo of the product packaging was sent in; however the reported failure mode cannot be seen in the photo. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported from the user facility: "another member of staff has had a similar near-miss event this week when again in the process of removing the cellophane sleeve, the cap of the needle dislodged." The defective device is not available. No patient involvement.